Event description:
It was reported that during a procedure involving a transcatheter aortic valve replacement, the 26mm valve did not fit the patient's anatomy, necessitating an upsizing to a 29mm valve. During 3 deployment attempts, the 26mm valve continued to slip out of the native annulus and was subsequently recaptured and removed from the body. A new delivery catheter system was used to successfully implant the 29mm valve. The contributing factor to the event was the patient's anatomy, which led to the change in valve size during the procedure. It was noted that the 26mm valve was at the upper end of the limitations for that valve size with blurry imaging used for sizing. All other measurements fit a 29mm valve. A 5-minute procedural delay was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: evfxplus-26; product serial number: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-2329; product type: 0195-heart valves; implant date: non-implantable device h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.